Event description:
It was reported that during a stenting procedure in the left internal carotid artery, the physician attempted to retrieve the rx accunet with the low profile design recovery catheter but due to the patient anatomy was unable to advance. The shapeable tip design rx accunet recovery catheter was used to successfully remove the embolic filter. There was no reported adverse patient effect or sequela. The patient was discharged home one day after the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Device evaluation: it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. Based on the review, no product deficiency was identified.